Manufacturer narrative:
Production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon information and analysis: patient #250 index procedure was performed on (B)(6) 2018. On (B)(6) 2022, apifix was provided with the latest patient x-rays in which the doctor describes "despite having two cranial screws, the initial construct seemed really ok, it was aligned almost perfectly. With slight deviation away from the concavity."  The surgeon intends on removing patient #250's implant due to the 'screw migration'. Apifix clinical affairs reviewed the available information from the patient's file. The patient's pre-op curve was at 42°. At three months post-op, the patient's curve was measured at 24°, maintaining 24° until 23-aug-2022.  Recent patient images show that the upper screw is migrating cranially towards the spinal canal with subsequent extender collapse. On (B)(6) 2022, apifix followed up with the surgeon to ask about patient #250's revision procedure. The surgeon responded that 'as the patient's symptoms were 'mild' (spodadic thoracic pain), the surgeon is waiting for the patient's decision on the timing of the procedure.". No date has been set as of yet. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The incident rate for extender misalignment (pre eco-48) was 2.3%. The risk of "extender and mid-c system not properly aligned" has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 22.8) the company introduced the use of the extender component (eco 18) in may 2017 and experienced a learning curve with its use. Extender misalignment results from not properly aligning the extender and the main rod, from selecting improper screw size to anchor the extender or from fault in the off-the-shelf tool used to lock the extender screws. The event may be associated with curve progression, implant migration, and prominence. To prevent such cases, apifix has already taken several actions: ·train all surgeons instructing on the rod/extender angle required. ·designed a pre-bent extender to aid in reaching the desired rod/extender angle (eco-48). ·implemented a new instrument, "extender-main rod angle measurement" (eco-63) that helps the surgeon adjust the angle between the mid-c main rod and the extender within a range of 5 to 15 degrees. The current case was one of the earlier cases performed with an extender, prior to any of the company's mitigations for use of the extender

Event description:
Patient #250 index procedure was performed on (B)(6) 2018. On (B)(6) 2022, apifix was notified that the surgeon intends on removing patient #250's implant due to 'the upper screw migrating cranially towards the spinal canal with subsequent extender collapse. Despite having two cranial screws, the initial construct seemed really ok, it was aligned almost perfectly, with slight deviation away from the concavity."